Manufacturer narrative:
It was reported that the foam of the oral care swab detached and fell into the patient's oral cavity during scheduled oral care. When the detached foam was noticed, the clinician opened the patient's oral cavity wider and retrieved the foam using forceps. There was no adverse patient impact related to the incident and no medical treatment or follow-up care was required. No sample has been returned to the manufacturer for evaluation and the product lot number was not identified by the reporting facility. A root cause for the reported incident was unable to be determined. Due to the reported need to retrieve the detached foam from the patient's oral cavity, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that the foam of the oral care swab detached.